Event description:
User alleges they were using the device during a cervical spine surgery with a posterior approach with the pt in mayfield tongs using electrocautery surgery. The pt received 3rd degree burns on his palate. The active electrode was used on the "back of the neck" and the ground electrode was a few inches lower on the posterior of the pt. The pt was under general anesthesia and was intubated with a traditional et tube.